Event description:
Paramedics had connected the device to a pt, described as in full arrest. Reportedly, when the device was powered on, the device only showed a svc triangle on the status display. The pt was not resuscitated. The rptr indicated the reported malfunction did not affect pt outcome, based upon the timely use of a backup defibrillator.